Manufacturer narrative:
The reagent lot number and expiration date were not provided. The qc was not acceptable. The field service representative found a defective solenoid valve and pinch tubing. He replaced the valve and tubing. He performed checks and tests with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable troponin t results for 2 patient samples on a cobas e 602 module. Sample 1: the initial result was 121 ng/l. The sample was repeated on another module, and the result was 58 ng/l. This result was believed to be correct. Sample 2: the initial result was <3 ng/l. The sample was repeated on another module, and the result was 12 ng/l. This result was believed to be correct.